Event description:
It was reported per the attached facility medwatch: "event desc: guidewires and catheters were advanced to the popliteal artery, then to the peroneal artery. A viper wire was placed and then a diamondback catheter was used to atherectomize the tibia peroneal trunk on low speed. The surgeon tried to advance to the peroneal artery when the catheter became stuck on the access wire, and both had to be removed. The wire access was lost. The surgeon was able to get catheters and wires back down into the peroneal artery. And balloons were used to angioplast. The surgery was completed w/o injury to the pt. What was the original intended procedure: pt had limb threatening ischemia of the left leg. The intent was to restore circulation to the limb. Device usage problem: device malfunction - that is, the device did not do what it was supposed to. Other pt info: ethnic background: (B)(6). Other pertinent info: none known. Other therapies in use on pt: not applicable." Additional info has been requested regarding this event.

Manufacturer narrative:
The device has not yet been received for analysis. (B)(4).